Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose of 40 mg/dl. During troubleshooting, customer support found that the patient had incorrectly programmed the bolus settings and bolus type in the pump. This complaint is being reported as the patient experienced hypoglycemia related to the use error of incorrectly programming the pump.